Manufacturer narrative:
Correction: h2 and top of the page for serious injury not malfunction.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the atrial (ra) lead. On (B)(6) 2024, the physician elected to cap and replace the ra lead. The patient was in stable condition.